Event description:
Additional information indicated that the patient was brought into the clinic for an evaluation. The device was interrogated and the lead measurements were within normal limits. The physician decided to monitor the patient at this time.

Event description:
Additional information indicated a revision procedure was performed and the lead was surgically abandoned. This device remains implanted at this time with no further reported issues.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high pacing impedance measurements greater than 2000 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated there was noise resulting in non-sustained ventricular tachycardia episode.